Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer discovered the harmonic ace instrument was fractured. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use. There was an alarm indicating to relieve the instrument pressure. A fragment from the instrument broke off and fell inside the patient after the customer cleaned and reinserted the instrument. The fragment was retrieved during the same procedure. There were no photographic images of the device or a video recording of the procedure. On (B)(6) 2022, isi performed follow-up and obtained the following additional information regarding the reported event: the instrument was in use for approximately 90 minutes and performed as intended up until the reported event. After the instrument blade broke off and fell inside the patient, the fragment was visually located and retrieved with laparoscopic instruments. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. There was no resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
The harmonic ace instrument was returned for evaluation and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.214 from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.